Manufacturer narrative:
Additional manufacturing narrative: other, additional manufacturing narrative (if other): the returned device was evaluated. During evaluation the unit was able to power on, however, the measurement was intermittent due to a cracked flex cable between the module halves. The x-ray image confirmed the crack extends to the copper traces in the flex cable. A stable measurement was acquired intermittently. With rare intermittency a measurement was displayed with erratic waveforms. The instability worsened with manipulation of the flex cable. Erratic waveforms are due to the cracked flex cable making intermittent connection. A service history record review reveals that this unit was in the field for over one (1) year with no previous reported issues prior to this reported event.

Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted. (B)(6).

Event description:
It was reported that the value of spo2 was sometimes lower than the correct value. At first, the value was displayed low and then it would gradually increase. It would display up to 95%, no known impact or consequence to patient.